Event description:
A pt reported experiencing inaccurate low results with an ot ii hosp meter. The pt's blood glucose results were 67 mg/dl on otii and 90 mg/dl on lab. Tests were done within 30 minutes with a difference of 23 mg/dl. Pt did not experience any adverse events. No further info has been reported.